Event description:
The oxygen flush valve on drager narkomed anesthesia machine stuck open resulting in uncontrolled delivery of oxygen to pt. Fortunately, the pt was still on cardiopulmonary bypass, and the machine was removed and replaced without injury to the pt. Even disconnecting the oxygen supply and turning off the machine resulted in the valve remaining stuck open when restarted. Dates of use: 2000-2008.